Event description:
It was reported that the procedure in a lesion in an unknown artery. At an unspecified time after stent implantation of a xience stent the patient died. No additional information has been provided.

Manufacturer narrative:
Date of death: estimated. Date of event: estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant: estimated. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following information was received: it was reported that on (B)(6) 2019, the patient was hospitalized. Angiography noted severe stenosis in the left circumflex artery (lcx) and left anterior descending coronary artery (lad) and the patient was diagnosed with a non st-elevation myocardial infarction. On (B)(6) 2019 a 2.5x15 xience sierra stent was implanted in the lcx and on (B)(6) 2019 a 2.5x23mm xience sierra stent was implanted in the lad. On (B)(6) 2020, the patient experienced chest pain and cardiopulmonary arrest. The patient was readmitted to the hospital and attempted to be resuscitated; however, the patient remained in arrest and died. On (B)(6) 2020, an autopsy was performed and it was noted that the patient experienced a new myocardial infarction in the left coronary artery, which was noted to be the cause of death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported patient effects of death, angina and myocardial infarction are listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.b2: date of death b3: date of event. D6a: date of implant.